Event description:
The patient reported uncomfortable stimulation and charging issues between the implant and the external equipment. An advance bionics representative performed device evaluation. The problem was confirmed. Explant surgery has been recommended.